Event description:
It was reported that the customer had high blood glucose of 450 mg/dl; treated with insulin bolus. Customer does have a backup plan. It was stated that the customer was not wearing the insulin pump the whole summer and was using insulin pens; he had reconnected a week ago. During troubleshoot; it was stated the drive support cap is recessed. Customer stated the tubing has no air bubbles. Customer was assisted on changing the time from am to pm and correcting the date. Basal rates and bolus wizard are set up correctly. Customer removed the infusion set and the cannula is not bent or occluded. High pressure test not performed; customer will get back in contact when receiving the tubing clamp. Customer's mother also mentioned that the customer was hospitalized back in may due to diabetic ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See medwatch number 2032227-2014-33916 for hospitalization.